Event description:
A malfunction was reported on the pump. The impact on the customer¿s blood glucose level was not reported, as the customer declined to answer whether their blood glucose level exceeded 500 mg/dl. Customer reverted to an alternate method of insulin therapy.